Event description:
It was reported that during a ureteroscopy procedure, closure difficulties and a wire breakage occurred. The stone was located in an unspecified ureter. The 120cm escape stone retrieval basket was advanced to the stone and opened, however, upon attempting to close the basket, the basket was unable to close and it was noted that one of the basket wires had broken. The procedure was completed with another unspecified device. No pt injuries or complications were reported. The pt's status is reported at "fine".